Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre sensor fell off after 2 days of wear. The customer was unable to monitor their blood glucose and consequently experienced symptoms of vomiting and memory loss and was unable to treat themselves. The customer was seen at the hospital where a blood glucose reading of 35 mmol/l was obtained and was hospitalized. The customer was treated with unspecified dose of insulin injections 4x a day for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.